Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3889-28, lot# va054sa, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 3023 (lot # nbv143763h ) showed ins functionally okay, insignificant anomalies. No significant anomaly.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had reprogramming and complete explant. The patient was recovering with no issues.